Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined an adjustment cam was missing and the device was not calibrating properly. The adjustment cam, control bar, control shaft, semi-circle bearing, and vespel bearing were replaced which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported device is not cutting, shaving properly. No harm nor delay was reported. No adverse events were reported as a result of this malfunction.